Manufacturer narrative:
(B)(4)

Event description:
It was further reported that the lead exhibited a loss of capture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that there was a bipolar lead impedance warning for high impedance on the right ventricular (rv) lead. The impedance was noted to have risen within a few weeks. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 1258t st jude competitor lead (B)(6) 2012. (B)(4).